Event description:
Patient states that the surgeon who found the staples during the colonoscopy on (B)(6) 2012 and contacted the surgeon who did the initial procedure to make him aware of the problem. The staples were removed on (B)(6) 2012 and patient was discharged home the same day. The hospitalization for pain and a abscess was prior to the staple removal surgery.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that post op a hemorrhoidectomy procedure, the patient states that he was hospitalized for one week for treatment of an abscess/ulcer, fluid accumulation and pain. He was given pain medication and antibiotics. He also states that he has gone to the emergency room a couple times for pain control. To his knowledge, there were no issues with the device during the initial procedure. The patient also indicated that he has been having loose bowel movements and pain and has been on pain meds since (B)(6) 2012. Depending on how the patient is sitting the pain is more severe. A colonoscopy was done on (B)(6) 2012, and a loose staple was found. The staple will be removed on (B)(6), 2012.